Event description:
During on-site svc testing, the baxter repair tech reported an infusion pump which failed accuracy test on channel b. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.